Event description:
New information received notes that the patient's heart block was a pre-existent condition, the lead noise did not contribute to it. Also, that the lead noise was over sensed.

Event description:
It was reported that the patient presented with complete heart block. Upon review, the right ventricular (rv) lead exhibited noise. The lead was successfully explanted and replaced. The patient status was stable.